Event description:
Customer reported that the act button was working intermittently and has to be pressed a certain way to get a response. Customer pressed act to deliver a bolus however received a button error alarm. No further information reported.

Manufacturer narrative:
No button error alarm noted. Act button was unresponsive due to corroded keypad trace. The insulin pump was received with minor scratched display window, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.